Event description:
It was reported that, "the femoral head would not cold weld onto the stem. Used another v40 std head and the cold weld held."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.